Event description:
On (B)(6) 2023 it was reported that this female peritoneal dialysis (pd) patient experienced abdominal pain with nausea and vomiting. The patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). This was the patient¿s third peritonitis diagnosis since (B)(6) 2023. The patient was completing an antibiotic regimen from the second peritonitis event. On (B)(6) 2023 the patient went to the hospital with abdominal pain accompanied by nausea and vomiting. The patient was admitted to the hospital and diagnosed with peritonitis. The patient was initiated on antibiotic therapy. The patient was administered a one-time dose of tobramycin (dose and route unknown). Additionally, the patient was given intravenous piggyback (ivpb) merrem (meropenum) and cefazolin (dose, frequency, and duration unknown). The pd culture was positive for stenotrophomonas maltophilia. The patient¿s antibiotics were discontinued, and the patient was initiated on oral bactrum ds and oral levaquin (dose, frequency, and duration unknown). On (B)(6) 2023 the patient had the pd catheter (not a fresenius product) removed and a hemodialysis (hd) perma-cath placed. The patient has discontinued pd therapy and permanently transitioned to hd therapy. The patient remains hospitalized. The cause of the peritonitis is unknown, but the patient had recently traveled to florida. The pdrn suspects the patient could have had contamination at that time although that is not confirmed. This peritonitis event is considered a recurrent peritonitis as this was the third episode within four weeks of scheduled completion of antibiotics for another peritonitis, but with a different organism.